Event description:
On 11/10/1997 a medwatch report was sent to the FDA regarding the following lioresal intrathecal event: a 35 year old female patient with spastic quadripligia was treated with lioresal intrathecal (250 mcg/day) via an implanted pump for several years. In the night after refilling the pump reservoir (3 pm), the patient became spastic and was hospitalized. A few hours later, she experienced mydriasis, breathing arrest, circulatory shock, bradycardia, and acute pulmonary edema, and was transferred to the intensive care unit. She was mechanically intubated and received adrenaline. 3 days later, she was still in a comatose state. A follow up medwatch report was sent on 02/11/1998 with additional information received via vigilance reporting of a patient death 100 days after refill of infusion pump. The physician concluded that the death was caused by a baclofen oversode. No post mortem examination was done, and no examination of blood or cerebrospinal fluid was performed. The pump was held by the french ministry of health since the event and was returned to the manufacturer on 02/05/1999 for analysis.